Manufacturer narrative:
E1: patient city: (B)(6) patient country: niscemi. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in italy. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The infusion set was in use for 1-2 hours. The blood glucose level was high (specific value unknown) and the patient was treated with insulin pump. No further information available.